Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a posterior tlif procedure for implant of interbody cage at l5. Post-op, the device migrated. The inferior endplate of l5 fractured and subsided. A revision surgery was done approximately 5 months post-op to remove the device and implant another cage on the contralateral side.